Event description:
(B)(4). Same case as: 2134265-2011-03893. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The 90% stenosed bifurcated target lesion being treated located in the proximal left circumflex (cx) was 3mm in diameter and 18mm long. The lesion was treated with predilation and placement of a 3.5x24mm taxus element stent. Residual stenosis was 0%. During the index procedure, the 3.0x20mm apex balloon ruptured. The widening was completed with another high pressure balloon. Two days post procedure, the patient had elevated troponin values and a myocardial infarction was reported. No action was taken to treat the event and the patient did not experience ischemic symptoms. Post procedure electrocardiogram was unavailable. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).